Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the control body heavily soaked and crystallized could not be identified / established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the subject device exhibited a control body heavily soaked and crystallized. There was no patient involvement.